Event description:
It was reported to boston scientific (bsc) in 2006 that a customer has an issue with a bsc inflation unit. According to the customer "during the procedure while trying to use, it burnt up. Stopped working....smelt like it was burning."

Manufacturer narrative:
Follow-up to this report will be provided upon receipt and evaluation of complaint product.